Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a review of the black box data showed evidence of a sudden voltage drop resulting in a replace battery alarm on the reported event date. A visual inspection of the pump showed that the battery compartment was cracked and had stripped threads. Evidence of moisture contamination was observed in the battery compartment and on the underside of the returned battery cap. The returned battery cap had damaged threads; a test cap was used for investigation. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was removed and moisture was found on the battery canister.